Event description:
End user's daughter reported that the speed on her mother's m51-cg power chair was turned up and stuck on high, causing the user to run into the bed. User was sent to the emergency room for a broken tibia & fibula on her right leg. User was hospitalized from (B)(6) 2012 then released to a rehab facility.